Event description:
General report received of an unspecified number of undocumented incidents of devices started delivering while in standby. On unspecified dates and times, the devices were programmed to deliver unspecified medications and the deliveries were started. No specific programming parameters were provided. After an unspecified length of time, the nurse programmed the devices for standby prior to the transport of the pt. The customer contact reported the devices were programmed for standby prior to the transport of pts. The customer contact reported during the transport of pts an unspecified area of the devices was ¿bumped¿ and the delivery started. It was reported that there were drops noted in the drip chamber; however, the display indicated that the devices were in standby. It was reported that the touch screen was not responsive and the device motor was reported as audible. The customer contact indicated that the nurse powered the devices on and off. It was reported that the devices continued to be in standby. The devices were removed from clinical service. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Though requested, no additional info was provided, including medication and if delivery was resumed with a replacement device.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they not be returned for investigation. The devices was not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.